Manufacturer narrative:
Visual inspections were performed on the returned device. The reported suture break was observed as a needle to cuff miss. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery (lcfa) and right common femoral artery (rcfa) using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. The first proglide was successfully pre-placed in the lcfa. Reportedly, when the second proglide device was attempted, the blue line broke when pulling the line by the trimmer. The suture of a third proglide device was successfully pre-placed. The sheath was upsized to a 10f sheath and ultimately to a 16f sheath. The first proglide attempted in the rcfa failed because the blue line broke. The sutures of two new proglides were successfully pre-placed. The sheath was upsized to 10f and ultimately to a 18f sheath. The aaa procedure was completed via lcfa and rcfa. Hemostasis was achieved with the pre-placed proglide sutures in both access sites. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.